Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 175cc saline breast implants which the right side deflated after implantation. It was reported that the right side is flatter than the left side, feels empty and looks smaller. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503751bc, serial number (B)(4), and right replaced with catalog number 3503751bc, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and black material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.2 cm located on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and black material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).